Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with pfna blade and nail on an unknown date. Reportedly the pfna blade advanced into the patients joint. No further information was provided. This is 1 of 2 reports for the same event, (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.